Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000, and that remote monitoring was disabled. Technical services (ts) was consulted, and upon review it was noted that the alert likely occurred due to a high battery impedance condition, though the explant indicator date was incorrect. This device remains in service. No adverse patient effects were reported. Additional information was received that this pacemaker was explanted and replaced. This device was not returned. Other than the surgical procedure, no additional adverse patient effects were reported.

Manufacturer narrative:
Correction: h6 device codes: if additional pertinent information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on january 01, 2000, and that remote monitoring was disabled. Technical services (ts) was consulted, and upon review it was noted that the alert likely occurred due to a high battery impedance condition, though the explant indicator date was incorrect. This device remains in service. No adverse patient effects were reported.